Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: optical sensor issue: the pump was not returned for investigation. Data logs were reviewed and the placement signal not reliable (psnr) alarm was confirmed on 24-jul. At this time, psnr drops to zero, lamp maxes out at 100%, light decreases, gain decreases, and contrast oscillates between +/-3,000. The pump was remained in use during psnr. Optical signal parameters and placement signal was seen fully returned after 35 days of case run. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Device history review: the pump sn574965 passed all post sterile inspection checks.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was unable to be transitioned to a left ventricular assist device and therefore, was continued on the impella 5.5 even after the expected usage period has expired. There were multiple placement signal not reliable alarms. Optical signal was lost and not recovered. The patient survived.

Event description:
Information for the field representative confirms that the optical signal issue was resolved during continued use of the impella 5.5 and that there were no operational issues with the pump. It was also reported that the death of the patient was believed to be due to a decline in cardiac function after 408 days of support and not related to the impella. Prior clinical narrative us: an impella 5.5 device was inserted via the right axillary artery in a 42-year-old male patient with an indication of post-cardiotomy cardiogenic shock/low cardiac output syndrome following valve replacement surgery. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. An investigating engineer became aware of a potential product deficiency while reviewing impella connect data. During support, multiple placement signal not reliable (psnr) alarms were reported, and the optical signal was lost and not recovered. It was reported that contralateral insertion was difficult and the patient could not be transitioned to a durable left ventricular assist device. As a result, the impella 5.5 device remained in use beyond the expected duration of support. A malfunction of the optical sensor was confirmed. At the time of reporting, the only identified issue was the optical sensor signal loss, and the pump was otherwise reported to be functioning appropriately with no additional issues noted with the automated impella controller. The patient remained on impella support for 408 days and subsequently expired while on support. No pump performance metrics or purge system information were reported. The death is conservatively being reported to the impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
Additional information received regarding the patient outcome of death. The following fields were updated based on the additional information. B2, b5, h1, h6 health impact code d4 corrected to remove the leading zeros